Event description:
It was reported that the patient received inappropriate atp and shocks. It was also noted that an increase in capture threshold and a decrease in sensing were observed. X-ray revealed lead dislodgement. The lead was explanted after repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.